Manufacturer narrative:
(B)(4). Concomitant products: m2a-magnum mod hd sz 42mm/ pn 157442/ ln 550870. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03777.

Event description:
It was reported that a patient underwent a revision procedure approximately 11 years post initial implantation due to mechanical complications of the right hip. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.